Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module top housing and rear catch retainer was damaged. The battery was expired.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of housing damage was confirmed with the returned power module (serial # (B)(6)). The submitted reference photos captured indentations on the top housing consistent with sudden impact. A root cause that contributed to the damage could not be determined during the evaluation. Preventative maintenance and repair were performed. The unit passed all testing per procedure. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System monitor (serial # (B)(6) was shipped to the customer on 12mar2013. Rental unit in operation on (B)(6) 2013. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.